Event description:
During the use of the device for a non-clinical activity, the user reported that the occluder was missing the drag insert. There was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.